Event description:
A service tech from the distributor reported that the mechanical structure of a preva intraoral unit, (B) (4), separated from its wall mount at dr. (B) (6) dental office. No injury was reported.

Manufacturer narrative:
Results: wrong lag screw: the top lag screw, which broke, is 1/4 inch diameter, while progeny provides two 3/8 inch lag screws for the purpose of wall attachment, and calls for the use of 3/8 inch lag screw in the installation manual. Insufficient backing: the supporting wall is made of particle board and plywood. Both of these materials are specifically identified in the installation manual as being inadequate for support purposes. Conclusion: improper installation.